Event description:
A customer observed multiple imprecise patient results for troponin I on the vitros eci system. Falsely elevated results may lead to inappropriate physician action. No biased results were reported, and there was no report of pt harm as a result of this event.